Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 months. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2014 with an infected subxyphoid fluid collection. An infectious disease (ID) consult was requested, and the patient was started on IV vancomycin. The patient was taken to the o.r. For an incision and drainage procedure. A sternal wire was removed and a wound vacuum assisted closure was placed. The patient was later taken back to the o.r. To close the wound. Cultures of the tissue grew staphylococcus aureus. The patient was diagnosed with sternal osteomyelitis and a staphylococcus aureus pump pocket infection. The patient was discharged on (B)(6) 2014 and remained on IV vancomycin for 1 month. After 1 month on IV vancomycin, the patient remained on oral bactrim for infection suppression. In (B)(6) 2014, the patient had a recurrent lvad pocket and driveline infection as evidenced by an elevated white blood cell count and c-reactive protein on lab work. Cultures of the driveline exit site grew coagulase-negative staphylococci. Vancomycin was restarted. The patient was discharged home on an unspecified date. The patient remains on IV ceftriaxone for infection suppression with close follow up with ID.